Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred with bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter, "the serum in the bd vacutainer non gel 2ml serum tube with pcn 368492 and lot 9085994 is clotted and not suitable for analysis. Tube is inverted 5x after blood collection, clotting time at least 1h, centrifugation between 1100-1300g for 15 minutes. As the serum is clotted, it's not possible to transfer the serum into a transfer tube. 100 occurrences were reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. A review of the device history record was completed for the incident lot and silica coating in the tubes was observed, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that clotting occurred with bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter, "the serum in the bd vacutainer non gel 2ml serum tube with pcn 368492 and lot 9085994 is clotted and not suitable for analysis. Tube is inverted 5x after blood collection, clotting time at least 1h, centrifugation between 1100-1300g for 15 minutes. As the serum is clotted, it's not possible to transfer the serum into a transfer tube. 100 occurrences were reported.